Event description:
Information was received that a smiths medical ventilator is not holding pressure. Additionally, the pressure gauge is not showing the pressure. No additional information reported.

Manufacturer narrative:
One ventilator was returned for evaluation. Upon visual inspection, it was found to be in good physical condition. Performed initial lock off leak test and dut failed. This confirms customer reported complaint. Found oring part number w5520 located inside o2 fitting to be damaged. Device passed all functional checks. During testing it was noted that manometer functioned as intended. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.